Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6(type of investigation and component codes) the nurse stated that the alarm had activated several times consecutively and that the help screen was not used, nor was the iab fill key utilized, so the console was rebooted instead. Esp personnel explained why rebooting the console would resolve the issue and discussed the possible reasons the alarm could occur. The nurse confirmed that all cables and connections were appropriate and secure and that there was no blood in the helium tubing. He also reported that the patient had just arrived on the unit, had been transferred to the bed, placed in reverse trendelenburg, and was moving around in the bed. Esp personnel reviewed the possible triggers for the alarm and confirmed that nurse understood the appropriate troubleshooting steps.

Event description:
N/a.